Event description:
My daughter used three of the bandages and was burnt by all three. She can in telling me where the bandages are it was hurting so we took them off and she had bubbles like blister bubbles where the bandages were. Called and spoke with doctor all they said was it can happen either allergy or what was on the bandages. The blisters showed up right where the bandages were.